Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The information provided in section date of event with the initial report was incorrect. The correct information has been included with this report.

Event description:
The information provided in section date of event with the initial report was incorrect. The correct information was (B)(4) 2018.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that the customer had experienced seven instances in which the paramedics assisted them for hypoglycemia during the 2018 year. The customer received emergency medical assistance on (B)(6) 2018 with blood glucose of 19 mg/dl at the time of the incident. The customer was treated with d50. The customer experienced symptoms such as loss of consciousness and diabetic coma; they were dead and the customer was revived with CPR. The customer was using the insulin pump system at the time of event. The customer stated that their low occurred since they were new on the insulin pump and their basal settings were incorrect. It is unknown if the auto mode feature was active and automatically delivering insulin during the incident. Additionally, the customer mentioned having a low on (B)(6) 2018, in which they overbolused for marshmallows and had a blood glucose of 22 mg/dl. The customer was taken to the hospital and treated with d50. A third event was mentioned as well. On (B)(6) 2018, the customer began to seize at the airport and paramedics assisted them. No further details were provided regarding the incident. Troubleshooting was not completed and the outcome was inconclusive. The insulin pump will not be returned for analysis.